Manufacturer narrative:
The product sample or additional supporting materials from the account was not available for this incident. There were no assembly or component issues identified. The event report alleges the product was used in a surgical procedure. Without the physical product, a definitive root cause could not be identified. Post market vigilance will continue to monitor this condition for future potential action. Should new information become available, the file will be re-opened and the investigation will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoraco / lobectomy procedure. For the second firing, the reload was connected to the manual stapling handle. The surgeon clamped the tissue, pushed the green button, and tired to squeeze the handle. However, could not squeeze it at all and could not fire the device. The surgeon released the tissue and then replaced the reload. The loading and firing were completed with no problem. The surgeon stated that the tissue was not hard or thick. The surgical time was extended by less than thirty minutes. There was no patient harm.